Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that multiple cartridges were cracked. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer performed a supply change to address the issues.